Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was receiving more than 50% relief since the implant, but just recently, the patient had a sudden stop in effective programming and her pain is back to where it was at the time of implant. A reprogramming session was performed, and the manufacturer representative was able to capture the patient¿s pain areas on high dose settings. There were no further complications reported or anticipated.